Event description:
Boston scientific received information that this left ventricular (lv) lead was possibly fractured. All measurements, however, were normal and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.